Event description:
It was reported that this tachy lead was surgically abandoned due to high pacing thresholds. A new tachy lead with a different model was implanted successfully. No additional adverse patient effects were reported.